Manufacturer narrative:
A ge service rep performed an on site investigation. The ac power cord and surge suppressor board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.